Manufacturer narrative:
No products were returned. A search of the complaint database did not show any previous reports against the product/lot code combinations. Review of the device history records/sterilization certifications did not identify any deviations or anomalies. The investigation could not draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address infection.